Manufacturer narrative:
The intraocular lens (iol) is currently undergoing evaluation at the manufacturing site. The lens met all manufacturing specifications prior to release.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the patient was admitted with aortic stenosis. A 21mm edwards valve was implanted, and subsequently explanted due to mitral regurgitation. Per the operative report, the following was learned: "the aortic valve was inspected and excised. A debridement was performed of the annulus. The annulus was sized. A 21 mm edwards magna bovine pericardial valve was selected. Sutures were placed around the annulus using 2-0 pledget sutures with the pledgets on the ventricular side. Sutures were placed through the sewing ring of the valve. The valve was lowered into position. Sutures were tied. The valve did appear to seat properly. The aortotomy was closed using 4-0 prolene suture. De-airing procedures were carried out. The cross-clamp was released. Dr performed transesophageal echocardiogram. Unfortunately there was moderate to moderately severe mitral regurgitation. We waited several minutes but this did not improve. I decided that we could not leave the patient in this situation. I felt that probably the rigid stent to the aortic valve was somehow distorting the mitral annulus. The patient was placed back on bypass. The aorta was cross-clamped, the heart was arrested again. The aortotomy was reopened. The aortic valve was removed. We took care to recover all of the pledgets. Sutures were placed through the sewing ring of the valve. Additional care was taken to make sure that no sutures impinged on the mitral leaflet. The valve was lowered into position and sutures were tied. Aortotomy was closed using 4-0 prolene suture. De-airing procedure was carried out and the cross-clamp was released. The patient was taken off bypass. Unfortunately still there was significant mitral regurgitation. I felt we could not leave the mitral valve in this manner." The physician subsequently replaced the mitral valve.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication 2 months after implant, due to the patient's residual myopia.

Manufacturer narrative:
The diopter inspection result confirmed that the lens' diopter power matches the labeled power of 21.0 d. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.